Event description:
It was reported that this right ventricular (rv) lead was found "crumbled" during the routine generator changeout. The lead was surgically abandoned and replaced with a non-boston scientific product as the patient was therapy dependent. The terminal end of the lead is expected to be returned for analysis. No additional adverse patient effects were reported.